Event description:
It was reported that during a knee surgery during the drilling phase, it was noticed that the ø4 drill bit from the arthrex ready-to-use kit had undergone visible deterioration/black discoloration of the material. The surgical procedure was immediately halted. There were no consequences for the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.